Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a ring dislodged from a maxan plate while the screw was being implanted. Another plate was used to complete the case. There was a 15-minute delay without any impact to the patient.

Manufacturer narrative:
Device evaluation. Visual inspection prior to sterilization revealed that one of the rings was disassembled from the device. The ring was subsequently lost in the autoclave. Potential cause root cause was unable to be determined. This event could possibly be attributed to improper interference between the ring and the screw during insertion. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a ring dislodged from a maxan plate while the screw was being implanted. Another plate was used to complete the case. There was a 15-minute delay without any impact to the patient.